Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive esc and act buttons due to corroded keypad traces. We were unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The blood glucose was 30 mg/dl. The customer treated with juice and food and the blood glucose reading was brought up to 113 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions.